Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Rotational sensor abnormalities were observed. First prime ended prematurely, lasting 35 pulses. After 45 total priming pulses, the needle mechanism was not deployed, and the pod was subsequently deactivated. A 15-unit rerun of the pod was attempted without success do to an 0x40 "rotational sensor maximum open count exceeded" alarm being generated. Damage was observed on the commutator cap. The observed damages can be confirmed to be the cause of the rotational sensor error, early end to priming, and the pod's failure to deploy. Following deployment, the soft cannula was observed to be damaged. The damage to the soft cannula resulted in the cannula being shorter than specification at 1.006 inches. Due to the shorter cannula the fluid could not pass through the full fluid path. Inspection of the bottom housing and environmental seal found no evidence that the needle deployed into either. It could not be conclusively determined what caused the soft cannula damage.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.